Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Excerpt taken from attached legal document: "on (B)(6) 2006, the patient had her right knee replaced with a pfc sigma johnson and johnson cr knee replacement apparatus ( the "pfc"). That operation was completed with a successful recovery. On (B)(6) 2019, the patient discovered that the pfc was shedding microscopic metal or other material which has leached into her bone and surrounding tissue, which caused and is continuing to cause lesions and bone loss in her right leg, tissue damage, metallosis and other damage as yet unknown to her. " doi: (B)(6) 2006, dor: no known revision, right knee.